Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, foreign matter was present in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter-embedded was observed in the side wall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter-embedded. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D2. Additional medical device type: jka e1. Initial reporter address: (B)(6) g5. Additional 510k: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, foreign matter was present in 1 tube. No adverse impact was reported regarding the patient or user.